Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) glenoid loosening, which damaged the bond of the implant to the bone. The surgeon stated that the event was "unlikely related" to the device.

Event description:
Index surgery: (B)(6) 2011. Revision of right shoulder components due to aseptic glenoid loosening. The case report form indicates this event is unlikely related to devices. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2011. Revision of right shoulder components due to aseptic glenoid loosening. The case report form indicates this event is unlikely related to devices. This event report was received through clinical data collection activities.